Event description:
Pe-prove clinical study. It was reported that restenosis occurred. In (b)(62 2010, patient presented with stable angina and was referred for cardiac catheterization which revealed 2 target lesions. Target lesion # 1 was a 95% stenosed de novo ostial lesion located in the proximal right coronary artery (rca) with a vessel diameter of 3.5 mm and 10 mm lesion length. The lesion was treated with predilation using an unspecified balloon catheter and placement of a 3.5 mm x 16 mm promus element stent resulting to 0% residual stenosis. Target lesion # 2 was a 95% stenosed ostial restenotic lesion located in the proximal saphenous vein graft (svg) to 2nd obtuse marginal (om) with a reference vessel diameter of 4 mm and 90mm lesion length. The lesion was treated with predilation using an unspecified balloon catheter and placement of a 4.0 mm x 12 mm promus element stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to severe chest pain and was hospitalized on the same day. Coronary angiography revealed a 99% ostial stenosis located in the proximal rca and was treated with angioplasty and laser resulting to 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).